Event description:
A malfunction was reported by the caller involving a cgm error 42 with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the error code did not appear again. The customer successfully started a new sensor session.